Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, after the first firing, no staples deployed, resulting in poor staple formation and an incomplete staple line, centrally. To complete the procedure, a second firing of the device was performed successfully. There was unanticipated tissue loss noted. Patient is alive.